Manufacturer narrative:
Follow-up #1: date of submission 09/01/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 08/12/2015 with the following findings: a review of the pump¿s black box showed a cs 078 call service alarm. There was moisture observed behind display. A visual inspection of the pump showed multiple battery compartment cracks. The pump powered on to the verify screen with audio tones and vibrations functional. The pump was not able to be exercised for 24 hours due to a recurring cs 078 alarm. A leak test was performed and revealed a case seal leak. The pump case was removed and moisture damage was found on the motor flex connector. Unrelated to the complaint, investigation revealed that the display was dim, fading and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that the pump emitted multiple cs 078 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.